Manufacturer narrative:
Investigation is in progress. Results of investigation will be submitted in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received by medtronic indicated that a plastic piece was visible in the aspiration fluid after retraction of the dilator. There were no patient symptoms or complications related to the event.

Manufacturer narrative:
Visual inspection showed visible damage on the surface of the valve (delamination) and the presence of whitish blue debris. The reported issue has been confirmed through testing (visual inspection). The device failed the returned product inspection due to a damaged (delamination and flaking) hemostasis valve.